Manufacturer narrative:
The patient age was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2017, the patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient¿s pump was exchanged due to thrombosis. Additional information was requested, but no further information was provided at the time of this report.

Manufacturer narrative:
Device evaluation: the pump was returned assembled and appeared to have been exposed to a fixative prior to being returned. Examination of the inlet stator revealed a dark red, fixed/tissue-like deposition. The thrombus had a ring-like structure with laminated layering and areas that appeared denatured indicating that it likely developed over an undetermined period of time around the bearings while the pump was in operation. Examination of the rotor revealed a dark red, fixed deposition. The deposition appeared to be denatured, indicating that it may have been present while the pump was supporting the patient. Examination of the outlet stator revealed a dark red, fixed deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator; however, its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. No other depositions were identified. The observed depositions were of moderate to large size and would have severely impeded flow through the device; however, a specific time period in which the depositions developed could not be conclusively determined. A specific cause for development of the observed depositions could not be conclusively determined. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.